Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to hospital when the patient was feeling ill after the device replacement. Physician performed long-time ECG and it was noted that the patient had pacemaker-mediated tachycardia (pmt) with frequency of 126. Programming changes were made and then the patient had pmt with frequency of 100. Physician will reprogram the device and will perform a second longtime ECG. Patient was feeling good.